Manufacturer narrative:
No abnormalities in the procedure were identified that would lead to accuracy issues during a review of the log files. The log file shows the tools were validated by the user and no abnormalities were found in regards to the tool calibration parameters.

Event description:
It was reported that during an ent procedure conducted at the user facility the software was up to 3 cm inaccurate in various location. No adverse consequences were reported or clinically significant procedural delays were reported with this event. The procedure was completed without the use of stryker navigation.

Event description:
It was reported that during an ent procedure conducted at the user facility, the software was up to 3 cm inaccurate in various location. No adverse consequences were reported or clinically significant procedural delays were reported with this event. The procedure was completed without the use of stryker navigation.